Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately after implant, the right atrial (ra) lead exhibited constant noise. The pocket was reopened, and the lead was tested using the analyzer, and no abnormalities were noted. The lead was reconnected to the implantable pulse generator (ipg), and the noise was observed once more. The ipg was explanted and replaced with a new ipg, and no more noise was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.